Event description:
Pt to have chest CT scan to rule out pulmonary embolism. IV access was established and tested with good results. Contrast started and 150cc infiltrated into pt's arm. The procedure was aborted and the pt underwent a vq scan. Pt will be sent to plastic surgeon or neuro for possible nerve damage in their arm.